Event description:
It was reported that during a lap sigmoid colectomy procedure, the device was loaded with a blue load and the device completely cut, but only stapled distally and proximally, leaving the center not stapled. A second, third, and fourth device was opened and loaded with blue reloads and the same thing occurred. A vascular 45 device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 07/25/2008. Other# =e5nr97 (batch # for devices b, c and d). (Device d): results: (damaged articulation gear teeth). Evaluation summary: the analysis results found that devices, a, b and c were returned in good visual condition and with no reload present on the devices. Two partially formed staples were rec'd inside a bag with device a. The devices were tested for functionality with test reloads and all three fired, cut and formed the staples as intended. The devices fired without any difficulties, the staples line were complete, the cut lines were complete and the staples were noted to have the proper b-formed shape. Device d was rec'd with the articulation mechanism damaged. The device was rec'd with four reloads present; the reloads were rec'd fully fired and with no damage to the spring cartridge lockout. Device d was tested for functionality with a test reload on the three articulated positions; when fired to the right and center, the staple formation was conforming. However, when fired in the left position, the staples were malformed due to a damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were broken. Although there is no conclusion on how the damage to the articulation mechanism occurred, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.